Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is cloudy on top and right edges. There was no trauma issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/23/2013 with the following findings: during testing, the display was found to be dim and discolored. The pump was opened and moisture corrosion was observed on the display flex/connector. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button was, however, responsive to button presses. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded appropriately. There was no damage observed to the keypad. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.